Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads exhibited oversensing noise on merlin remote transmission. Both leads were explanted and replaced. The patient is in stable condition.